Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an reservoir migration the patient had his inflatable penile prosthesis (ipp) repositioned. It was added that the patient coughed his reservoir out of the space. The physician was able to just repositioned the reservoir and no components were replaced. The patient experienced no further complications. Should additional information be received, a supplemental report will be filed for the addition information.